Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00059 on 14-apr-2025. Additional information (16-apr-2025): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) replaced reverse osmosis (ro) membrane, performed 4-hr rinse, re-calibrated and re-ran quality control (qc), which recovered within the range. Siemens reviewed the instrument data and determined that qc was recovering within the lab range on the day of event and stated that the cause of the event cannot be determined. The investigation findings and investigation conclusions codes in h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. Calibration and quality control (qc) were valid at the time of sample processing. The customer repeated the qc after the event, which recovered out of range. The customer recalibrated and reran qc and was in range. Siemens remotely inspected server one probes and belts, ran sodium hydroxide (naoh) cleaning for reagent probe 1 (r1) and reagent probe 2 (r2), auto aligned server one probes, ran probe test, which recovered acceptably, reset instrument to green and ran server one alignment service method testing (smt). Then, the customer ran r2 bottom of cuvette correction (bocc) and check one, which passed and ran server one blue and red smt. Siemens is evaluating the event.

Event description:
The customer reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate dimension vista instrument. The repeat result recovered higher than the erroneous result and matched the patient¿s clinical history. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.